Event description:
Tech alleged that the head is not going all the way down; it is stuck in the up position. No pt impact.

Manufacturer narrative:
The tech found the cause to be the head gas spring not working properly. The tech replaced the head gas springs to resolve the issue.